Event description:
Information was received indicating that immediately following placement of a smiths medical portex polar tracheal tube, the distal control balloon was found swollen but the balloon proximal to the patient was not inflated. There were no reported adverse patient effects.

Manufacturer narrative:
Other, other text: additional information was received from the customer that the portex endotracheal tube was changed out following failing to inflate. There were no reported adverse patient effects.